Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead was explanted during a device replacement procedure. Noise had been detected on the lead. Pacing inhibition was also noted. Additionally, loss of capture was observed and undersensing was noted. A new lead was successfully implanted. No adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Implant and explant dates were not provided.